Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) started experiencing issues achieving artificial erections. During a clinical appointment, the physician performed visual and palpative evaluation, and it was decided that a surgical intervention was needed. When the surgery was performed, fluid loss was noted. The entire ipp was removed and replaced with a new device. No additional patient complications were reported.